Event description:
The patient experienced a wound dehiscence at the lumbar and pump site that had "pus present." The patient was diagnosed with an infection and subsequently had to have their pump removed and a shunt externalized. The device system was not replaced. The patient was being managed with unspecified "injections." It was stated that the system had caused "unacceptable complications." The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).